Event description:
Complaint description: "pump over infused medication, however its possible that pt had the code and over infused herself. Customer would like a pt history of the pump emailed to him so they can investigate whether or not the pump over infused due to pump malfunction or because the pt was "drug seeking"." Pt is fine and has since been discharged home.

Manufacturer narrative:
Method: actual device from complaint was evaluated. The standard eval process was completed, which includes volumetric accuracy testing, alarm testing, visual inspection, etc. Conclusion: standard accuracy testing was performed at 19.9 ml/hr, 125 ml/hr and 400 ml/hr and the device was in specification at each of these rates (+/-5% volumetric accuracy). Device is in specification. Further info was requested from the biomed engineer regarding the alleged programming error and more details regarding the pt. Upon receipt of the requested info, a f/u report will be sent to FDA.